Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections review of the most recent repair record determined the unit had a damaged comb. The comb, cap nuts, ratchet gear, and sliding pin were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that device shredded a piece of aloderm. The event timing was during surgery. There was no harm reported and there was a 45 minute delay. No adverse events were reported as a result of this malfunction.